Event description:
Per independent repair center statement, the (B)(4) concentrator was alarming (red light). The key failure was the poppet valve not shifting. Additional malfunction was leaking zip ties.